Manufacturer narrative:
Product type: catheter product ID: afapro28, product type: catheter product ID: afapro28 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparation for a cardiac cryoablation procedure, an error message displayed stating ¿faulty programming in the balloon catheter¿reconnect all electrical connections; if the problem persists, replace the cable, replace the auto-connection box, or replace the balloon.¿ the instructions in the message were followed, and replacing the balloon catheter resolved the error and allowed the procedure to begin. Later, while attempting to reach the right superior pulmonary vein (rspv), the balloon and sheath became severely angled and a visible kink was observed in the balloon catheter. The physician was unable to isolate the last two veins with that catheter, so the balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.